Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found one fluid leak complaint within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse event of peritonitis requiring antibiotic therapy. The pdrn attributed causality to a fluid leak; however the source of the leak is unknown. At the time of this investigation, the manufacture evaluation of the liberty select cycler is still pending. Additionally, there is no liberty cycler set sample available for evaluation; therefore any product involvement cannot be evaluated. The liberty select cycler and liberty cycler set cannot be excluded as a possible causal or contributory factor in the patient¿s peritonitis.

Event description:
During follow-up for a separate event, it was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) presented to the outpatient clinic on (B)(6) 2018 with cloudy peritoneal effluent fluid. The pdrn stated peritoneal effluent fluid cultures were obtained on (B)(6) 2018, and the results were negative for growth. Additionally, a peritoneal effluent fluid cell count was preformed, and revealed an elevated white blood cell (wbc) count of 387. The patient was reportedly treated outpatient with vancomycin (dosage, frequency, duration and route unknown) and gentamycin (dosage, frequency, duration and route unknown). The pdrn stated the cause of the peritonitis was due to a fluid leak; however the source of the leak is unknown.

Manufacturer narrative:
Device not available.